Event description:
Additional information was obtained; the procedure was performed as a valve in valve intervention within a pre-existing 21mm perimount surgical valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections b5, g6, and h2, have been updated.

Event description:
As reported by our canada affiliate that during a valve in valve procedure, using a 23mm sapien 3 ultra resilia valve in the aortic position with transfemoral access, the valve was successfully deployed in the surgical valve. At the end of the procedure, after the system was removed, the patient began to decompensate, and the systolic blood pressure was in the fifties. Hemodynamic support was initiated, and an echocardiogram identified a pericardial effusion consistent with cardiac tamponade. A pericardial drain was placed with continuous drainage and autotransfusion. Despite protamine being administered, drainage persisted, and the patient was electively intubated to facilitate a transesophageal echocardiography and possible conversion to open repair. The source of the pericardial effusion is unknown, and the patient was taken to the operating room for open surgical repair. Upon opening the patient, the patient was found to have free wall left ventricle perforation caused by the wire. Consequently, the left ventricular free wall rupture was repaired with a bovine pericardial patch. Femoral arterial, venous cannulation, and cardiopulmonary bypass were performed. The patient left the operating room in stable condition. Later that night the patient required a return to the operating room for a liver laceration repair and splenectomy. Finally, the patient was extubated. The perceived root cause of the pericardial effusion was a free wall left ventricle perforation caused by wire perforation.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (a free wall left ventricle perforation caused by wire perforation) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.